Manufacturer narrative:
According to the facility, we had an advanced venous access device that when the anesthesia provider put it in the patient it leaked and they removed it from the patient. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "we had an advanced venous access device that when the anesthesia provider put it in the patient it leaked and they removed it from the patient".